Event description:
It was reported that the pt developed an infection at the ipg pocket. The ipg was explanted and the site was washed with an antibiotic solution. The pt's lead remains implanted.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.